Manufacturer narrative:
Batch records, final product manufactured, and qc records were reviewed for lot cov2020062. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples met the qc criteria. Complaint issue was not found, this complaint is not verified.

Event description:
Invalid results. Customer has tried 3 out of 6 tests and she has no lines after waiting 15 min. She confirmed she performed the test correctly.